Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported not being able to hear when using the device. The device was refitted and the patient was able to hear for about thirty minutes and then it stopped working again. The external components were checked and found to be functioning. Re-implantation is being considered.

Manufacturer narrative:
In accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation surgery has not been made available at this time.

Event description:
The patient reported not being able to hear when using the device. The device was refitted and the patient was able to hear for about thirty minutes and then it stopped working again. The external components were checked and found to be functioning. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reported no longer being able to hear when using the device. The device was refitted and the patient was able to hear for about thirty minutes and then it stopped working again. The external components were checked and found to be functioning. The patient has been re-implanted.